Manufacturer narrative:
This is a self report from an unknown patient regarding a collapsed m6-c artificial disc causing osteolysis. Without any identifying information we are unable to investigate this report further. Patient reported anonymous and did not provide hospital or doctor information to identify.

Event description:
Orthofix received a notification from the FDA for report mw5165578 that was received through FDA medwatch program. This is a self report from an unknown patient regarding a collapsed m6-c artificial disc causing osteolysis.